Event description:
The daughter of a (B)(4) male patient contacted zoll lifecor customer support to report that the patient's monitor was not starting up. She said that she had tried both batteries and neither one worked. The patient was sent a replacement charger and two replacement batteries.

Manufacturer narrative:
Device manufacture date: battery charger (B)(4), 11/2005. Battery (B)(4): 09/2007. Device evaluation summary: device evaluations of battery charger (B)(4) and batteries sn (B)(4) and (B)(4) have been completed. The reported problem was confirmed. Investigation revealed a defective charger and a defective battery sn (B)(4). The cause for the defective charger was a combination of defective components. The charger was found to have a defective pnp low sat transistor (component q1) and three defective 6a 40v schottky rectifiers (components d4, d13 and d14). The root cause for the defective components cannot be positively identified. Battery sn (B)(4) was found to have dead cells. The cause for the dead cells cannot be positively identified. There is no reasonable evidence to suggest that the defective charger contributed to the dead battery cells. No adverse event resulted from the defective charger and defective battery. The patient was provided with a replacement charger and battery.